Event description:
It was reported that interrogation found that the superior vena cava (svc) coil of the right ventricular lead had high impedance for the past eighty weeks. The lead also had a possible fracture. The svc had been programmed off at some point. During the implant of the new device for elective replacement indicator (eri), the svc coil was inserted into the new device but programmed off and alarms for this portion of the lead were also programmed off. The other portions of the lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d274drg ICD, implanted: (B)(6) 2009. (B)(4).